Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implantation procedure, the lead could not be fixed into the right atrium. The lead helix extension retraction were fine. The lead was replaced and the procedure was completed. Patient was stable.